Manufacturer narrative:
Stryker evaluated the customers device and verified the reported issue. Stryker determined the main flex connector needed to be reseated. After reseating the flex connector proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.